Event description:
It was reported during an open radical retropubic prostatectomy on the dorsal venous complex the ez45g closed with difficulty and broke. The instrument did not fire. This happended to three instruments. A fourth instrument was used to complete the case. There was no consequence to the pt. 01/24/1997 1004 surgeon stated the instruments "went crack" when he tried to "make it close." He stated there was not an unusual amount of tissue in the jaws. An instrument from a different box was used to complete the case.